Manufacturer narrative:
Conclusion: based on the complaint history and work order search, and medical review a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Results: (operational problem): visual inspection of the returned product found the lens torn into pieces. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens, +26.0 diopter, and the surgeon noted a defect in the center of the optic. The lens was cut to remove from the patient's eye. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.